Event description:
It was reported by hiremath et al in a publication entitled "is it safe to use recombinant human bone morphogenetic protein in posterior cervical fusion?" (Spine volume 34, number 9, pp 885-889, 2009), that a patient underwent a c3-c7 fusion using rhbmp-2/acs and iliac crest bone graft. In the immediate post-operative period, the patient developed bilateral c5 palsy that did not improve over time. Dose of rhbmp-2 was 1.6ml per level. Preoperative diagnosis was cervical spondylitic myelopathy.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.